Event description:
The customer reported the device was unable to perform a sync cardioversion during testing. There was no pt involvement.

Manufacturer narrative:
(B)(4): the customer reported the device was unable to perform a sync cardioversion during testing. There was no pt involvement. The device was evaluated by a philips field service engineer. The problem was identified as a faulty bezel assembly.